Event description:
On (B)(6), 2010, the pt was implanted with three gore excluder aaa endoprostheses. On (B)(6), 2010, the pt was implanted with a gore excluder aaa aortic extender endoprosthesis. Further investigation is in process.

Manufacturer narrative:
Method - a review of the mfg paperwork is being conducted. Results: the review of the mfg paperwork has not been completed.